Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are experiencing pain in collarbone/armpit, that the "not working the same as before," the pacemaker is "moving" and the patient stated their "nipples get hard, which could be due to her pacemaker." The implantable pulse generator ( ipg) remains in use. No further patient complications have been reported as a result of this event.